Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach access daily flosser, for dental cleaning (route-dental, lot number 3551d, expiration date and frequency unspecified). After an unspecified duration, the consumer stated that the flosser kept snapping off which did not happen before. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.